Event description:
It was reported that the ilet displayed alert 38 indicating consecutive stalled motor events, and despite multiple restarts the alert persisted, preventing access to the change cartridge and tubing function; the user was instructed to transition to backup therapy, consistent with a failure to infuse attributed to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related problem consistent with a failure to infuse and implicated the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.